Manufacturer narrative:
This report was initially submitted following notification from a customer in germany regarding an inaccurate extended spectrum betalactamase (esbl) phenotype detection for escherichia coli in association with the vitek® 2 ast-n223 test kit (ref 413110, lot 6231284103). The n223 and n398 test kit results were processed through an aes 8.01 software simulator. Based on the submitted n223 lab reports, the customer modified their pre-defined eucast breakpoints by adding breakpoints for ampicillin/sulbactam, which led to a discrepant esbl phenotype detection in comparison to their alternative method. In comparison, the n398 lab report had an inconsistent aes finding due to more than one drug requiring a biological correction to fit a detected phenotype. The difference in the obtained phenotypes between the two card types is attributed to the different beta-lactams present on each card. The aes software is working as intended; however, without submittal of the customer¿s isolate, the customer¿s phenotype discrepancy cannot be confirmed. Ast-n398 lot 1481274204 and ast-n223 lot 6231284103 met final qc release criteria. The lots passed qc performance testing. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of an inaccurate phenotype detection for escherichia coli in association with the vitek® 2 ast-n223 test kit (ref 413110, lot 6231284103). The result obtained with the vitek® 2 ast-n223 test kit was esbl negative, but then modified to positive after a therapeutic correction by aes¿. The customer also performed testing with the vitek® 2 ast-n398 test kit and obtained a result of "inconsistent" for the phenotype proposal. Mast esbl confirmation testing was performed and obtained negative results. Ampc testing was also performed and the isolate tested positive for the ampc phenotype. The customer confirmed that no incorrect results were reported, no incorrect treatment was provided, and there was no evidence of patient harm. A biomérieux internal investigation will be initiated.